Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported to the emergency room experiencing syncope. R-wave oversensing during the atrial refractory period post ventricular sensing was noted on the right atrial (ra) lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.